Event description:
As a user of a philips respironics machine, I am getting the run around with receiving a replacement machine as stated in correspondence from philips. My confirmation number for the recall is #2021070301591560. My physician of record has sent several documents (prescriptions with the setting data for a replacement machine) to their agent who is handling the recall, yet they still are stating that they do not have all of the required information to set up a replacement machine. My only contact with philips is through their recall service center @ (B)(6). I actually have a copy of the original doctor¿s test results/prescription that was supplied by the original doctors equipment agent (apria healthcare).